Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record is not applicable at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gi scope exhibited white residue/foreign material in the air/water channels and cylinder tubes. There was no patient involvement.